Event description:
It was reported that this patient with this pacemaker had been experiencing dizzy spells. A pacemaker mediated tachycardia (pmt) episode was observed, along with a signal artifact monitoring (sam) event stored resulting in the minute ventilation (mv) sensor being disabled, and possible right ventricular (rv) lead loss of capture (loc). Technical services (ts) reviewed the electrograms (egm) and noted this patient had sinus tachycardia and due to timing of the atrial rate the pmt was normal device operation. Next, there was an rv automatic threshold test in which loc markers were observed. Ts explained this was normal operation during a threshold test and that there was backup pacing available. Ts discussed threshold testing and how the egm appears during that time. Ts did not suspect the dizzy spells were related to rvat as this has been programmed on since 2015 and this patient only recently started experiencing the dizzy spells. Ts could not view the sam event, and discussed possible causes for sam including false positive detection due to atrial tachycardia or atrial fibrillation (af). The reason for the sam event was unknown. Ts noted no lead integrity issues were observed. The health care professional (hcp) was going to check this patients pacemaker and make mv programming changes. Additional information was requested from the field in which no response could be obtained. Additional information was then received that this pacemaker was explanted and replaced with a new device, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this pacemaker had been experiencing dizzy spells. A pacemaker mediated tachycardia (pmt) episode was observed, along with a signal artifact monitoring (sam) event stored resulting in the minute ventilation (mv) sensor being disabled, and possible right ventricular (rv) lead loss of capture (loc). Technical services (ts) reviewed the electrograms (egm) and noted this patient had sinus tachycardia and due to timing of the atrial rate the pmt was normal device operation. Next, there was an rv automatic threshold test in which loc markers were observed. Ts explained this was normal operation during a threshold test and that there was backup pacing available. Ts discussed threshold testing and how the egm appears during that time. Ts did not suspect the dizzy spells were related to rvat as this has been programmed on since 2015 and this patient only recently started experiencing the dizzy spells. Ts could not view the sam event, and discussed possible causes for sam including false positive detection due to atrial tachycardia or atrial fibrillation (af). The reason for the sam event was unknown. Ts noted no lead integrity issues were observed. The health care professional (hcp) was going to check this patients pacemaker and make mv programming changes. Additional information was requested from the field in which no response could be obtained. Additional information was then received that this pacemaker was explanted and replaced with a new device, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.